Manufacturer narrative:
Information updated: patient codes h6 and describe event or problem b5. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery. After the procedure, the patient was seen weekly by the physician. In one follow up it was noticed that there was no tenderness, however the patient was draining clear yellow fluid from the scrotum at the site of the pump during the past week. The patient presented with an ischemic necrosis with eschar at the pump location on the scrotum. An incision was made at the site of the pump on the scrotum and the pump was exposed, appearing intact and tested functional. There was no evidence of infection. The area was debrided and irrigated with antibiotic solution. The pump was relocated to a more lateral position in the scrotum. None of the ipp components were replaced. The doctor thinks that the pump was placed too close to the skin which cause the ischemic necrosis. The patient expected to fully recover with a positive outcome.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery. After the procedure, the patient was seen weekly by the physician. In one follow up it was noticed that there was no tenderness, however the patient was draining clear yellow fluid from the scrotum at the site of the pump during the past week. The patient presented with an ischemic necrosis with eschar at the pump location on the scrotum. An incision was made at the site of the pump on the scrotum and the pump was exposed, appearing intact and tested functional. There was no evidence of infection. The area was debrided and irrigated with antibiotic solution. The pump was relocated to a more lateral position in the scrotum. None of the ipp components were replaced. The patient expected to fully recover with a positive outcome.

Manufacturer narrative:
Information updated: patient codes there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery. After the procedure, the patient was seen weekly by the physician. In one follow up it was noticed that there was no tenderness, however the patient was draining clear yellow fluid from the scrotum at the site of the pump during the past week. The patient presented with an ischemic necrosis with eschar at the pump location on the scrotum. An incision was made at the site of the pump on the scrotum and the pump was exposed, appearing intact and tested functional. There was no evidence of infection. The area was debrided and irrigated with antibiotic solution. The pump was relocated to a more lateral position in the scrotum. None of the ipp components were replaced. The patient expected to fully recover with a positive outcome.